Event description:
Customer reports that the suture broke easily while the surgeon was performing a distal coronary artery anastomosis. There are no reported adverse consequences to the pt related to this event.